Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that during the procedure, shuttling occurred with the involved angio-seal device. The device was not used and another angio-seal device from a different lot was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was ppi (percutaneous peripheral intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. There was no health damage to the patient. The blood loss was less than 250cc's. There were no other devices or equipment used with the reported product.